Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had a blank display screen that was not resolved by rebooting the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the black box showed no call service alarms; the information had been over-written due to continued use. There were multiple call service alarms recorded in the alarm history which were consistent with causing the screen to be blank for several minutes. During testing, the display screen was fully functional. The blank display issue was not duplicated during the evaluation. The information for the complaint had been overwritten.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.